Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump while priming. The customer's blood glucose was over 600 mg/dl. Troubleshooting was done. The customer's insulin was reported as being cloudy. The customer's insulin pump was able to successfully prime after filling the reservoir with saline. Advised that the customer monitor the insulin pump and call back if any problems persisted. Nothing further reported.